Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported one day post implant that the right ventricular (rv) lead exhibited undersensing and intermittent capture. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.